Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928, lot# 0211491302 implanted: (B)(6) 2017, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported low impedance, which was found during a consumer¿s follow-up visit. Low impedance was on 0-3 poles combination. It was noted that the estimated battery life until depletion was 1-6 months. It was unknown if any factors led to the event. The program was changed and the issue was not resolved at the time of the report. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative and confirmed with the hcp reported the program of the device was changed so that the combination of poles with low impedance were not used. The battery was measured again getting a normal battery life estimation (70.1-96.4 months). The cause of the low impedance has not been determined, but the consumer said she had ridden on a motorcycle very often after the implant.